Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead fracture was identified due to high impedance greater than 3000 ohms.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.